Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. Blood was present in/on the helix mechanism. The outer insulation had cosmetic environmental stress cracks. The helix was distorted/bent. The lead was stretched. There was apparent explant damage.

Event description:
It was reported that the right atrial lead became dislodged and "was found floating in the atrium." The lead was removed and replaced. No patient complications were reported as a result of this event.